Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sun got in the insulin pump and wants to be sure the device was functioning properly. It was stated that the settings were reviewed and appears to be working as it should. Ran a self test and passed. During the call, it was also reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the customer was not using the insulin pump at time of call. No further information was provided.